Event description:
It was reported that during prep for a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. The nc quantum apex mr 12mm x 3.5mm balloon catheter was fractured approximately 12 inches from the hub and never entered the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).